Manufacturer narrative:
This device currently remains implanted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. Approximately 6 months ago, the device was showing 5.5 years remaining; however, recently the device is showing 3 years remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.